Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hx10 driver tip broke in surgery. All debris was successfully removed from the patient, and there was a delay of less than 30 minutes. Attempts have been made and no further information has been provided.